Manufacturer narrative:
Concomitant medical products: product ID: 3777-60,serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. The rep reported that electrode impedances were out of range. The rep reported that the patient had an appointment set up for (B)(6) 2019 with their managing healthcare provider (hcp) to evaluate and determine next steps. The rep noted that although all electrodes were out of range on one lead, they were able to get good coverage with the other. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the out of range impedances was not determined. The rep reprogrammed around the out of range electrodes, but the issue remained unresolved. They stated that no revision is planned at this time. The information was confirmed with the physician. No further complications were reported or anticipated.